Event description:
Per the clinic, the device was explanted in (B)(6) 2022 (specific date not reported), due to an infection (site of infection not confirmed) and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.